Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose of 32 mmol/l. The customer was hospitalised due to high blood glucose. The customer also received insulin flow block. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08760 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of (B)(6) 2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of (B)(6) 2024 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered = 16.6 dailytotalofbasalinsulindelivered = 16.6 dailytotalofbolusinsulindelivered = 0 in further full review of the pump history/traces on the customer's event date of (B)(6) 2024, no delivery alarm/insulin flow blocked alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the customer's event date of (B)(6) 2024 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered = 33 dailytotalofbasalinsulindelivered = 15.65 dailytotalofbolusinsulindelivered = 17.35 (B)(6) 2024 10:26:32.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 10 bolusamountdelivered = 10 (B)(6) 2024 16:20:28.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 2 bolusamountdelivered = 2 (B)(6) 2024 16:29:40.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 10 bolusamountdelivered = 2.5 (B)(6) 2024 17:07:24.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 7.6 bolusamountdelivered = 0.3 (B)(6) 2024 19:25:52.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 10 bolusamountdelivered = 2.5 (B)(6) 2024 21:05:08.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 10 bolusamountdelivered = 0.05 no delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2024 16:29:40.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 17:07:24.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 17:09:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2024 19:25:52.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 21:05:08.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. (B)(6) 2024 21:09:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2024 22:12:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2024 22:22:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2024 22:27:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2024 22:36:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2024 22:46:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2024 22:51:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2024 22:54:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2024 22:57:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2024 23:07:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the ss event date (B)(6) 2024 and customer's event date of (B)(6) 2024 in the formatted history file.  Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2024 21:53:13.000 (B)(6) 2024 22:03:00.000 all buttons function properly. No unexpected pump error 61 (stuck key alarm) noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment. The following were also noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.